Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. During functional testing, the device emitted an hissing noise when activated. The device was able to cut properly on a test medium. The device was examined further and a build up of tissue/ fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The distal gasket on the rod was examined and revealed minimal signs of damage and wearing of the gasket lip which would allow fluid/tissue to rise up the rod. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The cause of tissue/fluid build up is damage to the distal gasket; action has being taken to address this issue. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability; therefore, the reported complaint was confirmed.

Event description:
The har36 ultrasonic scalpel was not cutting or sealing. There was no medical intervention or adverse consequences reported. The procedure was completed successfully.